Event description:
IV therapy rep called to report an issue from customer. Customer informed sales rep they encountered two incidents where the drip chamber was leaking on this set. The sets were being used with co's flogard pumps model 6201 and 6301. Leaking was found during patient use. No patient injury has been reported at this time. Samples are available for evaluation. No additional patient information is available at this time.